Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to a difference between the reprocessing method conducted by the user and the reprocessing method recommended by the instruction manual.

Manufacturer narrative:
The inspection of the device by omsi also confirmed followings; there was play in the angulation knob. The angular range of the bending section was insufficient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer found play in the angulation knob during preparation for use. Then, olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign matter had adhered around the forceps elevator. This was observed during removal of the distal end cover. There was no report of patient injury associated with this event.